Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the piece of the green cartridge removed from the patient when the lung was restapled? Yes. Was there any patient consequence or change in the post-operative care for the patient as a result of the event? No. How was the procedure completed? Used different stapler and restapled lung tissue. What type of procedure was being performed? Lobectomy lung. Was there any change in the procedure as a result of the event (convert to open, etc)? Changed stapler.

Event description:
It was reported that during an unknown procedure, the device stapled part of the green cartridge into the patient staple line. The lung was restapled and it was reported that a patient incident was reported. It was unknown how the procedure was completed. The patient consequence was unknown at the time of call.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with an ecr60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was noted to be dislodged at left proximal end. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.